Manufacturer narrative:
Calibration was last performed on 10-jan-2026. The qc recovery data provided was within specification. The alarm trace showed a sample foam detection alarm. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 84737801 and the expiration date is 31-oct-2026. The field service engineer (fse) found a kink in the reservoir tubing and adjusted it. The fse performed a blank cell calibration successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 4 patient samples on a cobas e 801 analytical unit. The patients' provider questioned the initial results as they did not match their medical profiles, which prompted the customer to repeat the samples. Sample 1 had an initial result of 29 ng/l. The repeat result was 15.6 ng/l. Sample 2 had an initial result of ng/l. The repeat result was 7.9 ng/l. Sample 3 had an initial result of 74 ng/l. The repeat result was 7.5 ng/l. Sample 4 had an initial result of 43 ng/l. The repeat result was <6.00 ng/l. The repeat results were deemed correct.